Manufacturer narrative:
Correction: correcting h6 - the device was not returned as stated in the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 and h6 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was not duplicated during evaluation because the subject device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite ii video system center lost power. The power button on the trolley turned orange. When the power button on the trolley was pressed, it turned green, all power was turned off, recovered and was able to undergo surgery. The upper uterine vaginectomy procedure was completed with the actual product. The issue was found during surgery. There were no reports of patient harm. Related patient identifier: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.